Event description:
It was reported that in 2003 the pt underwent a laparotomy, left salpingo-oophorectomy, and right tubal ligation. A drain was placed beneath the fascia. The fascia was closed with a running #1 absorbable suture. A second drain was placed in the subcutaneous space. 2 days later the subcutaneous drain was removed without difficulty. Some resistance was noted when removing the drain placed beneath the fascia. A second nurse was called for assistance to hold up large abdominal folds. The drain broke and a portion remained in the lower abdominal wall. Pt was returned to operating room the following month for removal.